Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: percutaneous closure strategy in patients with patent foramen ovale and coexisting small atrial septal defect: a single-center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous closure strategy in patients with patent foramen ovale and coexisting small atrial septal defect: a single-center experience", was reviewed. The article presented a case study of a 24-year-old female patient with a history of cryptogenic stroke. The patient also had two atrial septel defects (asds). On an unknown date a 35mm amplatzer pfo occluder was chosen for implant for a patent foramen ovalve (pfo) closure. During the procedure, it was noted that deployment in the pfo risked leaving asd2 uncovered. Deployment at asd1 covered all defects. The device was implanted. At one year follow-up, a residual shunt was noted. The patient was maintained on dual antiplatelet therapy (dapt), which had been continued for concurrent migraine management. [The primary and corresponding author was mai kimura, department of cardiology, keio university school of medicine, 35 shinanomachi, shinjuku-ku, tokyo 160-8582, japan, with corresponding e-mail: keyten@keio.jp.]